Manufacturer narrative:
Follow up 25-aug-2016: the investigator updated the essure removal date to (B)(6) 2009. In (B)(6) 2009 the patient experienced essure ablation and recovered from this event in (B)(6) 2009. The investigator considered this event as serious due to hospitalization and related to essure. On (B)(6) 2009, two essure devices had been placed. Urinary incontinence repair with mid-urethral sling procedure was performed. The patient experienced vaginal pelvic pain with bilateral irradiation since the placement. In (B)(6) 2009, mid-urethral sling and essure system were removed. Clips were placed for tubal sterilization. The health authority reference number for this case is (B)(4). Follow up information was received on (B)(6) 2016 from investigator: the event term "essure ablation" was changed to "vaginal pelvic pain". Follow-up received on 09-sep-2016 the event rejection was the term reported by the patient by and it was confirmed that it corresponded to the ablation of essure. Since the event essure ablation was previously changed to vaginal pelvic pain, the event rejection was deleted. Follow-up received on 09-sep-2016 the event rejection was the term reported by the patient by and it was confirmed that it corresponded to the ablation of essure. Since the event essure ablation was previously changed to vaginal pelvic pain, the event rejection was deleted. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Vulvovaginal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted for permanent sterilization in association with placement of a tape for stress urinary incontinence treatment. Later, she experienced vaginal and pelvic pain (previously reported as essure ablation which was also reported as rejection as clarified in follow up information). Vaginal pelvic pain is listed according to essure's reference safety information and is considered serious by the investigator due to hospitalization. In this particular case, initially limited information was provided. However, after follow up it was clarified that the reported rejection referred to the ablation and was therefore, no longer regarded as an event. Considering that essure may cause vaginal and pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required (with ablation). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Quality safety evaluation received on 26-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-nov-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1855 cases. Vulvovaginal pain: the analysis in the global safety database revealed 13 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted for permanent sterilization in association with placement of a tape for stress urinary incontinence treatment. Later, she experienced vaginal and pelvic pain (previously reported as essure ablation which was also reported as rejection as clarified in follow up information). Vaginal pelvic pain is anticipated according to essure's reference safety information and is considered serious by the investigator due to hospitalization. In this particular case, initially limited information was provided. However, after follow up it was clarified that the reported rejection referred to the ablation and was therefore, no longer regarded as an event. Considering that essure may cause vaginal and pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required (with ablation). A product quality defect could not be confirmed but is considered plausible.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information was received on (B)(4) 2012 which qualifies this case as an incident. Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 3 children and menstrual pain. Patient's last menstrual period was on (B)(6) 2009. On (B)(6) 2009 essure (fallopian tube occlusion insert) was inserted for permanent contraception under general anesthesia. Uterine distension was performed. The procedure took 7 minutes. Ostium from both sides were visualized and was easy to introduce the catheter into the tubes. Bilateral placement achieved. On left side, 2 coils of insert were visible in the uterine cavity and on right side 2 coils of insert. After insertion, she used combination pill. On the same day, after essure placement; patient was submitted to trasobturator tape stress urinary incontinence treatment; according to investigator this procedure did not make the essure placement more difficult. On (B)(6) 2009 during consultation, patient complained of pain/cramps. On (B)(6) 2009, ultrasound was done and inserts were in good position (seen from the cavity to the horn). Investigator considered the final result of the procedure as a success and patient was very satisfied. At 12 month and 2 years follow-up, patient was dissatisfied. Investigator reported rejection with at the same time weight gain and swelling. Essure inserts had to be withdrawn with presence of a gynecologist and an urologist, urinary strips had to be withdrawn too. Ptc investigation result was received on 02-apr-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-jun-2015 for the following meddra preferred term: patient-device incompatibility. The analysis in the global safety database revealed 10 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted for permanent sterilization in association with placement of a tape for stress urinary incontinence treatment. Later, she experienced rejection. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. In this particular case, limited information was provided; it is unclear if the reported rejection refers to intolerance to the tape used for urinary incontinence treatment or to essure components. However, since investigator stated devices removal was necessary; causality with the suspect insert cannot be excluded and this case was thus, considered an incident (required intervention). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.